Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. In 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("a fetus that may have been removed"). The patient was treated with surgery (uterus was removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for medical device removal and pregnancy with contraceptive device with essure. The reporter commented: an interruption was mentioned in the initial report, therefore the removal of the fetus was interpreted as elective abortion. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. In 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("a foetus that may have been removed"). The patient was treated with surgery (uterus was removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for medical device removal and pregnancy with contraceptive device with essure. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.